Event description:
It was reported that the right ventricular (rv) lead was surgically revised due to lead dislodgment that was confirmed via x-ray. This rv lead remains in service. No additional adverse patient effects were reported.